Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule was hanging loosely on the delivery system. The pt was not injured following the procedure.